Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to have been dislodged via x-ray. This electrode was subsequently explanted and replaced. No additional adverse patient effects were reported.